Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image " involving pentax model eg29-i10/ (B)(4). The facility contact also stated the event occurred during pre-inspection check. No further information was provided. The device was returned to pentax for evaluation. Pentax service inspectional findings included: fluid invasion in pve connector, passed wet leak test, lightguide prong cover glass set loose, endoscope failed electrical safety test - plct, suction tube resistance, water nozzle glue missing, passed dry leak test, fluid invasion not observed in control body, pve electrical connector frame mild corrosion, hole in # 1 remote control button cover, air nozzle glue missing, image blackout. The customer complaint was confirmed. Repairs were performed on the device which included replacement of the following components: o-rings and seals, electrical connector assy, suction channel lg, pcb for ccd drive pb-free, x-ring (1.8x19.6) gray.